Manufacturer narrative:
Lot number revised to reflect corrected lot number.

Manufacturer narrative:
The customer observed 2 loose pads in the strip provider module (spm) . The customer cleaned the spm and was sent replacement vials. The field service engineer (fse) was onsite and did not observe an instrument malfunction. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 2 loose pads had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.